Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the lead exhibited high thresholds. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.